Manufacturer narrative:
The reported event of device had 8100 did not give occlusion alarm was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 20feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8100 alaris lvp module 8100 did not give occlusion alarm could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported from sicu that a " roller clamp was closed on the tubing, but the pump did not give container side occlusion alarm". It was unknown if there was a patient harmed. The biomed technician further reported that they performed testing and could not duplicate the error nor find any issues with the pump.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient identifier, age or date of birth, sex and weight were not provided.

Event description:
It was reported from sicu that a " roller clamp was closed on the tubing, but the pump did not give container side occlusion alarm". It was unknown if there was a patient harmed. The biomed technician further reported that they performed testing and could not duplicate the error nor find any issues with the pump.